Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device found that device was returned with the guide wire. The device was stuck on the guide wire and could not be removed. The balloon showed evidence of being inflated. On microscopic examination of the balloon it was noted that one blade and pad was lifted from the proximal end for a length of 5mm. One blade was cracked in the center of the blade and also cracked 2mm from the proximal end of the blade. Another blade was cracked 2.5mm from the proximal end. However, no part of any of the blades were missing. The distal shaft was kinked and stretched along its length. The inner lumen was stretched and separated distal to the rapid exchange (rx) bond. The device could not be inflated due to the detachment. The shaft was dissected at the proximal bond to determine where the guide wire became stuck. The balloon moved freely over the wire indicating that the device was stuck on the wire due to the stretching of the shaft. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal treatment procedure, a cutting balloon catheter became stuck on the guidewire. The 90% stenosed lesion was located in a moderately tortuous non calcified antebrachial vein. The 4.0mm/1.5cm/140cm spcb flextome monorail balloon catheter was being advanced along the non-bsc guidewire. Once it was inside the introducer sheath, the balloon became stuck on the guidewire. The physician was able to remove the balloon and guidewire at the same time manually. The procedure was completed with another flextome cutting balloon catheter and guidewire. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal treatment procedure, a cutting balloon catheter became stuck on the guidewire. The 90% stenosed lesion was located in a moderately tortuous non calcified antebrachial vein. The 4.0mm/1.5cm/140cm spcb flextome monorail balloon catheter was being advanced along the non-bsc guidewire. Once it was inside the introducer sheath, the balloon became stuck on the guidewire. The physician was able to remove the balloon and guidewire at the same time manually. The procedure was completed with another flextome cutting balloon catheter and guidewire. No patient complications were reported and the patient's status is good.